Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that there was an air bubble in her insulin cartridge. She was instructed how to remove the air bubble by priming. The patient called back the next day, and stated that after the initial air bubble report her blood glucose elevated to 285 mg/dl and she bolused 5.5 units of insulin. Her blood glucose remained elevated since that time. Her most recent blood glucose reading was 244 mg/dl and one minute later, her blood glucose monitor measured her blood glucose as 201 mg/dl. Her target blood glucose range is 100-150 mg/dl. Symptoms of elevated blood glucose are hunger and thirst. Her insulin cartridge had been in use since six days prior to original date, and her infusion set had been in use since two days prior to original date. The time and basal rates were programmed correctly on the infusion device. She does not believe her blood glucose monitor is reading accurately and she will contact the manufacturer. At the end of the report, the patient's blood glucose measured 186 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.